Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they were on the way of hospital. Customer¿s blood glucose level was unknown. The customer reported that the setting of the carbohydrate ratio was inaccurate and it was the carbohydrate ratio that was off informed that the higher the carbohydrate ratio, the lower insulin would be given. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the customer was neither hospitalized nor was on auto mode.